Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl which was treated with manual injection. The customer stated they removed the infusion set and the cannula had blood and was bent. Troubleshoot for high blood glucose was declined. Infusion set options and site issues were discussed. The customer will try another infusion set type and contact the doctor for site locations. The product will not be returned for analysis.